Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor passed the motor test.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 475mg/dl. Troubleshooting was performed, and the support cap appears to be normal. Advised to discontinue the use of the device and revert to back up plan. No further information was provided.